Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: grade 1 filter leg interaction with ivc wall. Primary reason for the filter placement was no venous thromboembolism (vte) present but at risk due to a prior history of a vte. On (B)(6) 2017, the patient was admitted to the hospital. The inferior vena cava (ivc) diameter at the intended filter location was 18.4 mm. There was no inferior vena cava (ivc) anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip ® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 18.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 8.4 degrees. On the same day, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis review revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 6.4 degrees and 10.5 degrees in the lat view. On the same day, the patient was discharged from the hospital. On (B)(6) 2017, the three-month follow-up clinical assessment was completed and a retrieval of the filter was scheduled. The patient was taking xarelto®. No device related adverse events were reported. On 07sep2017, the six-month follow-up telephone call was completed and no device related adverse events were reported. On (B)(6) 2017, there was an attempt to retrieve the filter because it was no longer clinically needed. There was no thrombus present in the filter. Filter legs did appear outside of the column of contrast before retrieval. The patient was taking xarelto®. The filter was unable to be retrieved due to excessive tissue ingrowth at the filter legs. On (B)(6) 2018, the twelve-month clinical assessment, ultrasound, CT, and x-ray were performed. The filter was not scheduled to be retrieved due to a failed retrieval attempt on (B)(6) 2017. No device related adverse events were reported. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremities. The CT of the abdomen with contrast revealed no evidence of filter embolization. The site noted there was a grade 1 filter leg interaction with the ivc wall. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis of the ultrasound, CT, and x-ray are not available. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. Venogram and attempted filter retrieval, performed approx. 6½ months after placement, demonstrated the filter in stable craniocaudal position, without evidence of significant tilt. There was evidence of penetration of at least 2 of the primary filter legs extending to the junction of the secondary filter arms and the primary filter legs. There are no comments in the complaint report regarding any potential symptoms attributed to the penetrations. It appears the retrieving physician easily engaged the hook of the filter, but was unsuccessful at collapsing the filter entirely within the retrieval sheath. The thick black plastic stiffener inside the retrieval sheath was not used to help stabilize the system and to facilitate collapse of the filter, as is described in the IFU. Without using the inner sheath to help completely collapse and disengage the filter feet from the caval wall, one is only relying on the thinner outer retrieval sheath to perform this task, for which it was not designed. In addition, there are no images of any additional maneuvers which may have facilitated disengagement of the primary filter feet from the ivc wall. The follow-up venogram demonstrates the filter in stable craniocaudal position without evidence of significant tilt. Follow-up CT scan confirms no evidence of significant tilt relative to the center line of the ivc. In addition, there are grade 1 interactions between the four primary filter legs and the wall of the ivc, without evidence of frank penetration. There is no evidence of pericaval inflammatory changes present. Grade 1 interaction with the wall of the ivc filter is considered tenting, and typically has no clinical sequelae, as appears to be the case in this individual. The exact reason for the perforation cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 29jun2018: analysis of the CT scan revealed grade 2 filter leg interaction with the ivc wall, with 2 filter legs. There was no hemorrhage, hematoma, or other clinical findings observed at the perforation, puncture site. Analysis of the x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt in the ap view was 2.5 degrees, and 8.6 degrees in the lat view.